Event description:
It was reported that the bolt holding the backrest of the rifton trike broke, potentially allowing the client to slide backwards.

Manufacturer narrative:
It was reported that the user weighed around (B)(6) lbs. The weight limit for the large tricycle, as specified in the product information and labelling, is only (B)(6) lbs.